Event description:
It was reported that there were 193 occurrences where there were missing or faded scale markings with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: we have product back from our end-user that is defective due to missing measuring lines and numbers in sealed syringes packages.

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One photo showed the top of a blister pack confirmed to be from batch #8281613 (p/n 309657). One photo displayed three 3ml syringes in fully sealed blister packs with the grad lines missing and at least half of all the numbers missing, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process.

Manufacturer narrative:
Date of event: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 193 occurrences where there were missing or faded scale markings with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: we have product back from our end-user that is defective due to missing measuring lines and numbers in sealed syringes packages.